Manufacturer narrative:
Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the initial valve was implanted. Upon removal of the delivery catheter system, the valve dislodged. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that prior to deployment, the right femoral artery was used as the access site and a pre-implant balloon aortic valvuloplasty was performed. A medtronic confida guidewire was used during the procedure. During deployment using the cuspal overlap technique, slow deployment of the valve was observed. Subsequently, the valve was implant in the native annulus. The delivery catheter system (dcs) was not twisted or torqued at any point during deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was due to mild aortic valve calcification and cone interaction with the valve during the dcs retraction. In addition, mild aortic valve calcification contributed to the dislodgement. No additional procedural observations were made that may have impacted the event. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant products: product ID gwbc30 (lot: unknown); product type: guidewire; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h.6 images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description above. Patient annulus perimeter measured 76mm with a perimeter derived diameter of 24.2mm suggesting a 29mm evolut. Fluoroscopy valve load inspection was provided for review and confirmed a good load. The valve was deployed just prior to the point of no recapture and an angiogram confirmed depth of approximately 0mm at the non-coronary cusp in the cusp overlap view. There is no evidence that depth assessment at the left coronary cusp was performed. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, dcs retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Furthermore, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. In this case, a recapture was warranted. However, the valve was released and dislodged to the level of the sinus of valsalva. Subsequently, the dislodged valve was snared to the ascending aorta, a second valve was loaded and confirmed a good load, and successfully implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx product ID evolutfx-29 serial: (B)(6) use by date 2025.09.17 UDI (B)(4). This report was identified as a duplicate to regulatory report #2025587-2024-01630. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.